Manufacturer narrative:
A sample was received and detailed investigation on the reported concern was conducted. A review of the manufacturing device history record for the referenced lot number was completed. No non- conformance with regard to ¿suction failure¿ was documented during the manufacturing of this batch or is present in current production. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. A detailed investigation was conducted on the sample received. The sample was subjected to a visual inspection and intermittent dip test. The visual inspection revealed no defects and the intermittent dip test at 700mmhg was performed on the liner and it functioned as designed. Based on the fact that the sample received functioned as designed and we were not able to duplicate the concern, a root cause cannot be identified and a corrective and preventive action cannot be initiated. We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
No aspiration during procedure. Practitioner checked aspiration system before use and it was functioning. However, suction failed during adenoidectomy on a (B)(6) girl. As a result, the patient turned blue until suction was restored.